Event description:
It was reported that the tip of the instrument fractured during the procedure. A second instrument was used to complete the procedure with no delay. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Mechanical (g04) - drill. Visual examination of the returned product identified the end of the cutting feature is damaged / split. Material hardness is conforming to print specifications. Wear & tear is seen that indicates repeated use. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.